Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected . Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , confirmed extrinsic obstruction of the outflow graft which could have contributed to the low flow alarms observed; however, a specific cause for the observed outflow graft obstruction and the duration for which it was present could not be conclusively determined through this evaluation. Additionally, analysis of the log files confirmed pump stop events due to driveline disconnects. The submitted log files revealed two pump stops due to driveline disconnects that lasted for 3 and 8 seconds, respectively. The driveline was reconnected both times, and the pump ramped back up to the fixed speed without issue. The customer reported that the patient may have accidentally disconnected the driveline, but had no symptoms during the pump stops. The submitted and extracted log files also captured low flow alarms where flow was captured as low as 0 liters per minute. No other notable events were observed. (B)(6) appeared to have been exposed to a fixative agent prior to being returned to abbott for evaluation. The device was returned assembled with the pump cable severed approximately 9.5¿ from the pump housing. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged at the graft hardware. The cuff lock was disengaged and the apical cuff was not returned with the device. Upon removal of the bend relief, a lengthwise crease in the graft material was observed. An accumulation of fixed tissue was observed in the space between the graft and the bend relief, filling into the creased area, suggesting that the deformation was present for an undetermined amount of time while (B)(6) was supporting the patient. These findings are consistent with extrinsic outflow graft obstruction during support and could have contributed to the low flow alarms captured in the submitted and extracted log files. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 "surgical procedures," contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms, as well as how to respond to each alarm condition. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 3003752502-2023-02404 (pump patient was exchanged to). Related MFR # 3003306248-2023-07187 (cmag blood pump).

Event description:
It was reported that log files were submitted since the patient presented with episodes of pump disconnect/power outage. The log captured 2 driveline disconnect events on (B)(6) 2023 while the patient was on battery power. The first pump stop lasted 3 seconds and the second lasted 8 seconds. It was later reported that driveline disconnection may have been due to patient accidentally disconnecting. The patient had no symptoms related to pump stops. The patient was stable. Team was unable to determine reason for low flows. The patient was seen again in clinic on (B)(6) 2023; no further alarms were noted. It was further reported that on (B)(6) 2023 the patient had been not feeling well for weeks. The patient has been persistent low flow alarms. The patient was having continuous low flow alarms while admitted at an outside hospital. There were concerns about pump thrombosis. The patient was prepped for an intra-aortic balloon pump (iabp). The patient was put on extracorporeal membrane oxygenation (ECMO) machine. Computed tomography angiography and echocardiogram revealed a linear streak of contrast seen through the outflow tract on the venous phase of the left ventricular assist device (lvad); this was thought to be secondary to contrast timing versus outflow tract stenosis. It was considered this suggests an outflow graft obstruction. The pump flows remained at zero and the decision was made to shut the lvad off. They were transferred to an outside hospital for lvad exchange. Pump was exchanged on (B)(6) 2023, new pump was functioning as expected. Right ventricular assist device (rvad) with oxygenator was placed during exchange for right ventricle and hemodynamic support. The rvad oxygenator clotted off. On transesophageal echocardiogram (tee) ra noted to be full of clot, unable to salvage rvad and care was withdrawn. The patient passed away on (B)(6) 2023 due to multisystem organ failure. Controller MFR # 2916596-2023-07250.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.